Event description:
(B)(6) called to report the death of (B)(6). Date of death was (B)(6) 2011. Cause of death was reported as cardiac arrest. Place of death (B)(6) hospital (hospital). Name and contact information is: (B)(6). Caller was wearing pump at time of death. Reporter shared the following details regarding the death: (B)(6) found customer unresponsive on the floor at home, (B)(6) checked customer's bg and it was 134 mg/dl. (B)(6) says customer was transported to (B)(6) hospital and passed away on (B)(6) 2011 at 1:15am. (B)(6) says infusion set and reservoir are in his possession and will return for analysis. (B)(6) stated set that was inside of customer's body was discarded. Reporter does agree to return the pump for analysis. Reporter requests that pump not to be returned to them after the analysis is completed.

Manufacturer narrative:
The reporter stated that he had sent infusion set and the pump back for analysis, however unomedical a/s has still not received any devices. According to information provided no other parties were involved or knowledgeable about incident that caused the death. Since lot number is unavailable testing of the retained samples from same lot is unfortunately not an option. If we receive the lot number or any used devices we will test and evaluate the devices and a follow up report will be submitted. The reports contact details have been requested by our distributor. A follow up report will be sent within 30 days. Reference samples: no retained samples were tested due to lot number being unknown.